Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: returned product consisted of a fetch 2 catheter with no other devices. Visual and tactile analysis noticed one separation on the catheter and one kink. The separation was located at 58.5cm from the strain relief and the kink was located at the strain relief. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that the catheter broke. During preparation for a thrombectomy procedure, a fetch®2 catheter cracked when it was removed from the package hoop to flush it. The procedure was completed with a different device. There were no patient complications reported.